Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple undefined low blood glucose (bg) levels that required intervention to address, though exact values and nature of the intervention were not provided. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.